Event description:
During review of programming history, high impedance was noted during a system diagnostic on (B)(6) 2011 and does not appear to have resolved. The device was not disabled at the time of the high impedance diagnostic. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.